Event description:
Customer reports set leaking at the bottom of the filter during infusion of taxol using sigma pump. Reporter states the set was changed and infusion was re-started via gravity. Reporter states the spill was cleaned using gloves and a spill kit. No pt or staff exposure resulted.